Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Refer to MFR report 3004209178-2016-00967 regarding pump having been removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information was received via a consumer. It was reported that the patient¿s pump was removed (refer to MFR report 3004209178-2016-00967 regarding pump removal) and they left the tubing in, so she was trying to find out if it was safe to leave the tubing in or if it needed to be removed. The patient was having issues on the left side of their body. The patient did not know if it (catheter) was putting pressure on that side. That is what the patient was trying to find out. It was further noted that the patient goes to a rheumatologist because she has arthritis too, and when they did an MRI (magnetic resonance imaging) the radiologist said it (catheter) was heating up and told the patient that she didn¿t have plastic and that it was metal. It was further noted that the patient was having a lot of problems with their left side where it was making her drag her leg. The patent was having back problems on the left side and they were telling her there is no arthritis there. It was indicated that there was no deterioration to her hip, so it was a mystery as to why it was happening, so the patient wondered if it is the tubing. It was noted that the patient¿s general practice healthcare provider wanted to have the catheter removed. The patient continued to work with their physician and was to have a pain procedure (not further specified) next week. It was reported that the patient¿s pump previously administered fentanyl, dilaudid, and morphine of unknown drug concentrations at unknown dose rates; drug therapy dates for each drug were not specified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient had the pump removed and the tubing was still in her back. She wondered if catheter had to be explanted. The patient had an magnetic resonance imaging of her back because she was having excruciating pain in back. During MRI, she was uncomfortable and stated that it wasn't hot where it burned her. It was reviews that the tip was made of platinum-iridium that is a non-magnetic metallic tip that can cause image artifact. There would not be concern of it heating up. No further complication was reported.